Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer was unable to clear the button error alarm. The customer's blood glucose was 136 mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that the battery out limit alarm was normal insulin pump behavior due to the batteries being out of the insulin pump greater than the duration allowed by the insulin pump. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarm or battery out limit alarm was noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.